Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl. Cause was not known. Customer went to the emergency room (ER) and was treated with intravenous saline and insulin. Bg level in the ER elevated to 347 mg/dl. Customer's elevated bg resolved with no permanent injury. Customer declined technical support follow up for discharge date. During troubleshooting with technical support, a pump system check was performed. No issues were identified with the cartridge, insulin, or infusion set cannula/tubing. No issues were identified with the pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.